Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure (pictures are distorted) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issues were due to a mechanical problem of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the pictures of the gastrointestinal videoscope were distorted. The issue was found during a therapeutic upper endoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.